Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550765, expiration date 11/30/2009). Reference medwatch report with a1 pt for the suspect device used in system 2.

Event description:
Rptr stated that a result of 75 mg/dl was obtained on the pt using inform system 1 compared back to back with a result of 14 mg/dl obtained on inform system 2, when both test were within 10 mins. Rptr stated that prior to the results, the pt has been treated with 2 amps of d50. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.